Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: sfw kit 9735736 stealth s8 ent EU-sc h3) onsite functional and visual examination was performed by a manufacturer representative. The hard drive was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an alleged navigation inaccuracy during a case on 2024-9-26. The site reported accuracy issues with this system have been ongoing from some time and the surgeon has "lost confidence" in using the system. During the case, the site had difficulty registering the patient, verifying instruments, and navigation accuracy was off. The site ended up using alternate system to proceed with the surgery. When the site switched to using the alternate system they used all the same equipment, same emitter, same instruments, and same setup and workflow.  There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
H3) a software analysis was initiated. It was determined that there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that surgery and navigation were not aborted. A second system was brought into the room. There was no impact on patient outcome. The procedure was a functional endoscopic sinus surgery (fess) and occurred intra-operatively. There was no delay and the issue happened during registration.